Event description:
It was reported that the right atrial lead exhibited noise which resulted in auto mode switch episodes and noise reversion. It was noted that the likely cause was sensing of muscle artefact when the invalid patient was lifted. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).